Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the doctor fired clip applier and reported clips did not align properly. This occurred two more times and device was taken off the table and another clip applier opened. Case completed with another device of the same product code and lot number. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n91d2g. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the handle post was noted to be broken. Please note this finding is unrelated to the reported event. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.